Event description:
It was reported that the seal of one of the five pouched units in a box was found open upon receipt. The sterility of the device is compromised. There was no pt involvement, the defect was noticed immediately upon opening the box.